Manufacturer narrative:
We received the defective catheter along with a non-vygon germany extension line as a faulty sample. A lot of orange/red dried residues were visible. The catheter tube was shortened to the length of approx. 16.5 cm cutting diagonally. It was visible that the ll-hub's part above its wings was fractured, and the remaining part was inside the connector of the additional extension line. Microscopic examination of the broken ll-hub parts revealed fissured/jagged fracture surfaces. The examination of the fracture surfaces revealed that the material had deformed in a twisted manner and displayed stress whitening. These observations indicate that the fracture was caused by excessive radial twisting and tensile forces. It is important to note that using improper non-luerlock accessories can lead to connection issues and is therefore not recommended. After reviewing the batch history records, one deviation was identified; however, it is not related to the cause of this complaint. The tensile force and dimensions of catheter and set components are randomly checked. The luer cone is randomly checked in accordance with iso standard 594. A review of complaints data shows that three complaints have been received for vylf1020 in the past three years, all of which originated from this facility. Corrective action: a manufacturing fault can be ruled out, as the ll-hub remained intact for 13 days (from 9/3 to 9/16), according to the customer's report. Therefore, no additional corrective action was taken by quality management at this time.

Event description:
Line broke at luer and site and wings during fluis change.new PICC line placement under fluoro.

Manufacturer narrative:
The failed sample is being returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Line broke at luer and site and wings during fluids change. New PICC line placement under fluoro.